Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was 3.1 mmol/l, which was treated by eating. It was stated that the button error alarm did not occur immediately after moisture exposure and there was no prolonged button press. It was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. No traces of moisture were found at electronic or motor assemblies. The insulin pump was received with cracked battery tube threads, minor scratches on the lcd window, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).